Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a vessel closure of an unspecified access site using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture thread broke while removing the plunger. The suture of a new prostyle was successfully pre-placed. The sheath was upsized to a large bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.